Manufacturer narrative:
Results: the 3max was fractured approximately 33.0 cm from the hub. The 3max was kinked approximately 62.0, 67.0, and 104.5 cm from the hub. Conclusions: evaluation of the device confirmed the 3max was kinked and fractured. If the 3max is forcefully manipulated at extreme angles, it may become kinked. Further forceful handling of a kinked 3max may cause the device to become fractured. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the interventional radiologist technologist (ir tech) was attempting to load a penumbra system 3max reperfusion catheter (3max) into a penumbra system ace 68 reperfusion catheter (ace 68) on the back table; however, the 3max became kinked. It was reported that the physician didn't think that the 3max kinked was bad enough to replace and continued to advance it into the ace68. The 3max subsequently kinked again and the physician then decided to remove it; however, as the 3max was being retracted, it became fractured at the kink point. The 3max broke prior to use and therefore, the 3max was not used in the procedure. The procedure was completed using a new 3max and the same ace68.